Event description:
The biomedical engineer reported the ventilator would not operate on ac power, only on backup power. The biomedical engineer reported the unit was not in use on a pt therefore there was no pt harm or involvement. The biomedical engineer performs their own service and requested a power supply to address the reported problem. If a failure of the power supply during use results in a loss of ac power, the ventilator may shut down and an audible power fail alarm will activate.

Manufacturer narrative:
Customer performs own repairs; power supply requested for return by MFR. Power supply.